Event description:
It was reported that during an unrelated heart surgery, the device was found to be in backup vvi mode. Cautery was used during the procedure. Device download was recommended. The patient was awaiting a heart transplant, and the physician elected to explant the device. The patient condition was stable after device explant.